Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.